Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving an error 5 message. On august 12, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose twice per day, once in the morning and once at night. The pt manages her diabetes with lantus insulin. On the morning of original date at 8am, the pt reportedly could not obtain her blood glucose on the subject meter due to the error 5 message. The pt did not test on any other device at the time of concern. At around 10pm, the pt went to do some volunteer work for her community. The pt mentioned that she ate more than she should have, as there was free food for the volunteers. The pt further indicated that she also ate things that she should not have eaten like cranberry muffin, bread, banana, and other food high in sugar content. At around 12pm, the pt felt like she was going to pass out. The paramedics were called. Upon arrival, the pt was tested at "692 mg/dl" on the emt meter. The pt was transported to the hosp. At 1pm, the pt was diagnosed with hyperglycemia and was treated with IV insulin in the ER. The pt was kept under observation for 3.5 hours until her blood glucose was "125 mg/dl". The pt's diabetes insulin regimen was not changed immediately prior to or after the hosp incident. The pt felt that had she been able to obtain her blood glucose reading on the subject meter on that day she may have been able to prevent the alleged hyperglycemic episode by regulating what she ate. During troubleshooting, the customer care advocate verified that the test strips were in good condition, and the testing technique was correct. However, the error 5 message was not resolved with training. This complaint is being reported because the pt claimed she was diagnosed with hyperglycemia and received medical intervention after the error 5 message began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.